Manufacturer narrative:
This report was incorrectly submitted under MFR report number: 1316463 - 2024 - 00150. Manufacturer information was corrected. The vest airway clearance system was developed to provide effective airway clearance therapy. The system consists of an inflatable garment attached to an air pulse generator that rapidly inflates and deflates the inflatable garment. This causes the chest wall to be gently compressed and released, which creates airflow within the lungs. This process moves the mucus toward the large airways where it can be cleared by coughing or suctioning. This type of airway clearance therapy is referred to as high-frequency chest wall oscillation (hfcwo). In this event, the patient was noted to have experienced chest pain. Pain is an unpleasant sensation that typically stops once the stimulus is removed, is not life-threatening, and does not require medical or surgical intervention to preclude permanent impairment of a body function or body structure. Additionally, the patient was treated in the ER with a prescribed antibiotic. Antibiotics are antimicrobial agents that are prescribed to fight bacterial infections. An infection is the invasion and multiplication of microorganisms such as bacteria, viruses, and parasites that are not normally present within the body. The patient reported medical intervention of a prescribed antibiotic which can be concluded was prescribed to preclude permanent impairment of a body function or permanent damage to a body structure, indicating a serious injury occurred in this event. The exact cause of the reported pain was unknown, but possibly exacerbated by use of the vest and possibly coincident with his history of an ongoing infection. The need for the antibiotic (serious injury) is also unknown as the patient did not provide the associated diagnosis, however, was likely based on the patient¿s previous medical history (copd, chronic bronchitis) and unlikely related to the use of the vest device. Customer confirmed that patient will remain with device and hold therapy. The device did not return to manufacture. Based on this information, no further action is required.

Event description:
It was reported that on (B)(6) 2024 the patient experienced chest pain 3 hours after he used the vest device. No medical intervention was required at that time. The patient noted he has a history of severe rheumatoid arthritis (ra), and his joints have been noted as not stable. Use of the device was held for 2 days and when the patient re-attempted the use of the device, similar symptoms were experienced. On 10/12/2024, the patient was evaluated in the ER, where he was prescribed antibiotics. The diagnosis related to the ordered antibiotic is unknown. The patient returned home and was advised to hold the use of the vest device. There was no report of device malfunction. This report was filed in our complaint handling system as complaint # (B)(4).